Event description:
The pt received her scs paddle lead on (B)(6) 2011. It was reported that the pt went to the emergency room on (B)(6) 2011 due to shortness of breath. A CT scan revealed the lead had tunneled under her rib cage. As a results, the pt's lead was repositioned on (B)(6) 2011. Adequate stimulation was regained post-op.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.